Manufacturer narrative:
Checking the sterilization charts of the involved lot #23at08s, no pre-existing anomaly was found on the devices. Therefore, products with that lot # have been properly sterilized before being placed on the market. The items involved were not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically no pre-operative or post-operative x-rays related to the revision surgery were accessible. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that the check of the sterilization charts highlighted no anomalies on the components manufactured with the involved lot #, we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of mobile liners belonging to product codes 5566.50.410-580 due to infection is 0.06%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate continues monitoring the market to promptly detect any similar issue. Note: this is a combined initial-final MDR.

Event description:
Hip revision surgery performed on (B)(6) 2023, due to infection. The mobile liner øint 28 mm ø42 mm (product code 5566.50.420, lot #23at08s - ster. 2300084) was explanted and replaced. Samples were taken during the surgery. It was reported that the pathogen responsible for the infection is unknown. Previous surgery took place on (B)(6) 2023. During it, the delta acetabular system was implanted. Patient is a female, 63 years old. Event happened in australia.